Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical territory associate (cta) called an isi technical support engineer (tse) from the operating room (or) to report that the surgeon felt universal surgical manipulator (usm) arm 3 was heavy when controlled from the surgeon side console (ssc). The team changed instruments, but the issue persisted. The tse recommended checking the cannula remote center and ensuring the drape was not pinched, and also advised removing the instrument, undocking arm 3, and then redocking it. The cta stated he would complete these steps and call back with an update. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator. The system was tested and verified as ready for use. The usm has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where friction speed high was found to be failing on pitch reverse. Once testing was completed, the pitch motor module and pitch harmonic drive were verified to be the source of the fault and the probable root cause of the reported event.